Event description:
It was reported that the customer experienced a high blood glucose level, reaching 564 mg/dl. Cause was not known. The customer drank water to address the high blood glucose level. The customer declined further assistance or a supplies/system check, and no additional action was required.